Manufacturer narrative:
On 10-jan-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a 80-year-old female patient (57 kgs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. It was reported that during an afib case, a pericardial effusion was noticed. The pericardial effusion was discovered when the patient blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice) with a 10f soundstar eco catheter. The medical intervention provided was a pericardiocentesis and 250 ml of fluid was removed. The patient was reported to be in stable condition. The physician did not know what caused the pericardial effusion. The reporter stated that they briefly had a high force of 40 grams while on the postural wall. It was also reported that there was a small effusion discovered via ice before any bwi products were in the body. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30653744l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient ((B)(6) kgs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. It was reported that during an afib case, a pericardial effusion was noticed. The pericardial effusion was discovered when the patient blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice) with a 10f soundstar eco catheter. The medical intervention provided was a pericardiocentesis and 250 ml of fluid was removed. The patient was reported to be in stable condition. The physician did not know what caused the pericardial effusion. The reporter stated that they briefly had a high force of 40 grams while on the postural wall. It was also reported that there was a small effusion discovered via ice before any bwi products were in the body. This adverse event was discovered during use of biosense webster products. The physician did not suspect product malfunction. Patient had a baseline effusion that worsened during the case. Medical intervention provided was pericardiocentesis. The patient left the room in stable condition. The patient did require extended hospitalization because of the adverse event as they went to the ICU for monitoring. Relevant tests/laboratory data: small effusion noted with initial ice survey. Generator information: smart ablate generator, g4c-0549. A transseptal puncture was performed. Needle product details: abbott slo and brk needle. Prior to noting the pe or CT ablation was performed. There was no evidence of steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was stsf flow at 15. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector, visitag, and graph. The visitag module was used, the parameters for stability used were 3, 25% 3g, 3mm standard settings. No additional filter was used with the visitag. The color option used prospectively was tag index. High readings is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.